Event description:
It was reported that the wheels on the 9800 system would not roll. Also, the collimator closed down at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wheels were replaced. The collimator, beam, and wheel locks were adjusted during the service call. The system was tested and found to be working as intended and put back into service.